Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a cystectomy, the jaws became locked and could not be opened. The device was cut from tissue in order to remove it. There was no patient injury.